Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified surgery with three units of peri-strips, the strips fell off three times. Subsequently, the patient experienced a tear in the stomach due to removing the stapler after firing, specified as ¿once stapled, it tore the tissue after opening stapler to remove¿. The surgeon stated that the strips were ¿too sticky¿. The surgeon used a clip applier to stop the bleeding. The patient was reported to ¿be doing fine¿ and has not presented with any further issues. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of one the provided pictures showed a buttress that had fallen off the stapler. The photo also showed staple lines in multiple locations. In addition to the instructions on loading the stapler, the instructions for use also states that the stapler jaws must be clean and dry before loading psdv-sg on the stapler. If the jaws are wet during loading or the buttresses get wet prior to use, adherence to the stapler may be affected. The second picture appears to be intended to show the stomach tear, however no conclusion can be drawn as to where the tear is located or what caused it based on the photo. The photo does appear to show some indications of stapler malfunction, including torn edges on the buttresses and possibly issues with the staples. The blood from the staple line could possibly be due to stapling over a blood vessel. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.